Manufacturer narrative:
D4 unique identifier (UDI) #: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. At a routine follow up, computed tomography (CT) imaging showed that device has a leak. The size of the leak was not provided. No intervention was performed at this time.